Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.5-14.0cm from the connector pin and at 40.0-40.5cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 9.5-12.0cm from the distal tip. Internal insulation abrasion was noted at 13.5-14.4cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 42.0-42.5cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of low hv lead impedance.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for low, out of range, hv lead impedance. The low hv lead impedance was not reproducible through isometrics. Fluoroscopy was performed and externalized conductors were observed. Lead was explanted and replaced. Patient's condition was stable.